Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer's blood glucose level at the time of incident was 148mg/dl. The customer's blood glucose level had gone as high as 432mg/dl. The customer states they had not treated for the high yet. Troubleshoot was conducted. The customer mentioned that they had not connected the pump correctly, and believes that is the reason for the highs. The customer declined to continue to troubleshoot. The customer was advised to monitor the device and call back if issues persist.